Event description:
The customer contacted physio-control to report that their device would not provide defibrillation shock during patient use. The patient associated with the reported event was not harmed.

Manufacturer narrative:
The device was evaluated by physio-control. Proper device operation was confirmed through functional and performance testing. The reported issue was not duplicated. Unrelated repairs were completed and the device was returned to the customer for use. The electronic patient record from the reported event was downloaded by physio-control for review. There were no obvious indications in the electronic patient record that the device user had attempted to charge the defibrillator. However, an event code was logged multiple times approximately 2 seconds after the device was turned on which indicates that the likely cause of the reported issue was because the device user disconnected the ac power adapter (acpa) from ac mains power and within less than 2 seconds turned the device on. When this occurs, the device will start to charge and then immediately (within approximately 1 second) stop charging. Pacing will also not function when this occurs. The lifepak® 12 operating instructions advises the following (section 7, power adapter): ¿note: the service indicator on the lifepak 12 defibrillator/monitor may illuminate if you turn on the defibrillator/monitor and disconnect the ac power adapter from the defibrillator/monitor or power source at the same time. Wait at least 2 seconds between disconnecting the power adapter and turning on the defibrillator/monitor regardless of the order of the actions. If the service indicator comes on, continue to use the defibrillator if needed. The service condition may be cleared by turning the defibrillator off, and then back on. If the service led remains lit, remove the defibrillator from active use and contact your service representative.¿ a notification was sent to all lifepak® 12 customers in october, 2010. The likely cause of the reported issue has been determined to be due to a use error. The device user likely disconnected the acpa from ac mains power and within less than 2 seconds turned the device on.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not provide defibrillation shock during patient use. The patient associated with the reported event was not harmed.